Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported false results on three patients generated on the cell dyn ruby analyzer. The customer states this occurred on multiple parameters but provided one example: hemoglobin = 61 (6.1g/dl) / repeated = 155 (15.5g/dl). There was no reported impact to patient management.

Manufacturer narrative:
The customer stated they observed 3 occurrences of false results that did not have flags. The replacement of the peristaltic pump tubing, replacement of the diluent filter, cleaning the shear valve, performing an autoclean, and checking the pinch tubing resolved the issue. A review of product historical data for similar complaints and any trends did not identify any issue. Return testing was not completed as returns were not available. A review of the cell-dyn ruby operator's manual shows adequate instructions for imprecise or inaccurate data are provided. Based on the investigation, no product deficiency was identified for the cell-dyn ruby, list number 08h67-01, serial number (B)(4).